Event description:
Customer reported that the panorama central station did not display waveforms, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Customer service rep found the system had a intermittent switch causing waveform dropout. The corrective action included replacing the defective switch. Tested system to factory specifications.